Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed o-ring was in place and undamaged, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge ensuring it was fully snapped into place, and then followed on-screen steps to complete loading, after which cartridge load was successful and insulin delivery was resumed.